Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that at time of device change-out, an insulation anomaly was noted at the proximal end of the lead. Lead was capped and replaced.